Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient had a fall and the leads were fractured. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-04141. It was reported that patient experienced a fall. Thereafter, the scs system started autoreducing. System diagnostics recorded high impedances on every contact. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Microscopic inspection identified a kink in the lead body where all of the internal wires were broken. This would have caused the reported issue in the field. The fractured wires are consistent with the lead may have been subjected to overstress while in vivo.